Event description:
The following was reported to hamilton medical ag: during daily check: battery not charging, ac not working. Saw error, they tried a different power cord and it worked but when they put the old one back on it worked again still. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).